Event description:
(B)(4). Brakes not holding.

Manufacturer narrative:
(B)(4) - initial mfg report # 1525712-2015-01025 was submitted to the FDA on (B)(4) 2015 indicating the manufacturer as unknown. The actual manufacturer is (B)(4). The following sections have been corrected: (B)(4).

Event description:
Serial #(B)(4) brakes not holding.